Event description:
Pt admitted for emergency repair of fractured mandible. When case ending a small penny - to nickle size burn was noted on left cheek where the 50 bit drill instrument had been resting. The doctor noted the drill had felt hot while he was using. Silverdene applied, healed with no problems reported.